Event description:
The customer reported problems with the device hanging/freezing/shutting off during opcheck. This was discovered during opcheck; there was no pt involvement.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.